Event description:
As reported, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. The customer rebooted the platform and replaced the battery but the issue was not resolved. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in october 2006 and is 16 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data was corrupted due to the defective processor board, however, the system error 136 (internal parameter corrupted) error message was noted in the archive, thus confirming the reported complaint. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board needs to be replaced. The last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in autopulse 1.1 are no longer available, further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label stating "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).